Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a blistering rash under the front therapy electrodes. The patient's skin was bleeding and raw. The patient's doctor prescribed a cream for the irritation. Follow-up indicated that the patient's irritation improved.